Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 280 mg/dl. Blood glucose level at the time of the call was 569 mg/dl, which was being treated with manual injections. The customer reported changing the infusion set twice, but the high blood glucose levels remained. Customer also reported that the insulin pump's display was scratched. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.